Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient¿s spouse, on approximately (B)(6) 2025, while traveling, the patient¿s spouse called emergency medical services (ems) as he was concerned the patient was ¿about to lose consciousness¿. Ems arrived and the patient¿s bg meter reading was 44 mg/dl and the cgm reading was 79 mg/dl. The reporter refused to provide dexcom with any further details regarding the event, including clarifying details about the patient¿s symptoms and any treatment she received. The reporter eventually disconnected the call with technical support. No other patient or event details were available. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.